Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient infusion with a clearlink continu-flo solution set, the tubing separated from the luer activated valve that was nearest to the male luer adapter. The cause of the separation was not reported. The line was disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which revealed the tubing was separated from the y-site. The reported condition was verified. The cause of the condition is related to machine assembly process. There are preventive maintenance tasks to the machine as well as the solvent system. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.